Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump exhibited a low downstream occlusion pounds per square inch alarm reading during testing. There was no patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a sticker seal. There was evidence of the error in the event history log. The reported problem was duplicated. During testing found the downstream occlusion sensor failed occlusion tests. A faulty/inoperable downstream occlusion sensor was the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 05-jul-2022 for bubbled downstream occlusion seal. The downstream occlusion seal replacement can adversely impact the downstream occlusion sensor function if not performed correctly, but there was no indication of an issue with the previous repair in the evaluation.